Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while impacting a femoral provisional with a mallet, the tip of the insertion handle broke. The patient did not retain any broken pieces.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that the instrument has numerous scratches & other signs of wear which shows repeated use of the instrument. The rod tip and rod body seems fractured near the 2nd turn of full thread. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is attributed to wear and tear from a long useful life of the device. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The report will be amended when our investigation is complete.